Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the identification number was not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2016 and the fluid deficit was above 2500 cc (exact amount unknown). The patient exhibited abdominal distension at the end of the procedure. The physician administered lasix and admitted the patient into the hospital overnight for observation.